Manufacturer narrative:
Ocd performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).

Event description:
Customer reported an isolated event of false negative reaction obtained with 0.8%surgiscreen lot vss748 exp 9/15/15 when tested in anti-igg gel cards. One patient sample previously identified as having anti-e failed to react with e positive cell#2 in vss748. The same patient sample was simultaneously tested with a e+ cell from a 0.8% resolve panel a. Customer expected this cell to react but it did not. Customer then diluted immucor screening cells to the appropriate 0.8% cell suspension using mts diluent 2 (lot# not provided) using the same lot of igg gel cards and the reactions were as expected; 1+ with the e positive cell. Ocd had customer test the e+ cells involved in this event with commercially prepared anti-e. Customer reported that cell gave a 4+ reaction with immucor's anti-e immucor lot customer is satisfied with the information the anti-e is expressed as the antigrams show. Possible causes to the false negative result were provided. Ocd discussed variations in antigen expression and the low titers of the patients' anti-e. Customer understands the human sourced anti-e could be the cause of the false negative results. Ocd also reviewed the limitations of procedure as listed in the instructions for use for this product. It states "for antibody detection and identification, different serological methods are optimal for different antibodies. No single antibody screening or identification method optimally detects all antibodies. In some low ionic strength test systems, certain anti-e and anti-k antibodies have been reported". Issue started on: (B)(6) 2015, frequency: isolated event, sample ID: not provided, methodology used: manual gel 15 min at 37 degrees celsius, test repeated: no, qc data: all qc done on vss748 and the gel card involved passed, sample type: edta, cards storage condition temperature: as per IFU, visual appearance before use: acceptable, reagent red blood cell storage and handling: as per IFU. Customer will follow their internal policy for giving e negative donor blood for crossmatches, if needed. Customer is satisfied with the discussion and does not require further follow ups.